Event description:
Malfunction: system shut down during procedure. The customer reported that the system shut down in the middle of a procedure, after displaying two system messages. The surgeon stabilized the eye. The system was rebooted and reprimed and the procedure was completed. There was no harm to the pt.

Manufacturer narrative:
The company service rep examined the system and verified the reported system messages. The supervisor assembly was replaced. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available.(B) (4). (B) (4). (B) (4).